Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a total visual check protocol on the system. A system auto check and a bath exchange were performed. The customer was guided through installing a new reagent pack and calibration. Calibration and quality controls (qc) returned with acceptable results. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2021-00114 was filed in conjunction to this report.

Event description:
Discordant, falsely depressed lactate patient results were obtained on an atellica ch 930 instrument. The initial results were reported to the physician(s). The customer states that all the results were below the analytical measurement range and were cancelled due to the inability to repeat samples. Patient redraws were requested by the customer. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed lactate results.